Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
Hcp reported he was unable to aspirate through the catheter access port (cap) for the system content removal procedure as he thought the catheter was collapsing when aspirating through the cap. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.